Event description:
On (B)(6) 2012, the reporter left a message with animas alleging that the keypad buttons are sticking. Animas customer support made 3 attempts to contact the reporter in order to gather further information regarding this complaint, and was unsuccessful in doing so. There is no further information available at this time. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad cover was noted to be torn over the ok button. The audio bolus button was noted to be completely detached from the pump. A damaged keypad and audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad and audio bolus button should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons were noted to have intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons as well as inverted contacts of the up arrow, down arrow and ok buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment and the display is dim/fading, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.